Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient experienced light-headedness, dizziness, slurred speech, and shakiness. The cgm was reading 230 mg/dl and the blood glucose reading was 39 mg/dl. Emergency glucose was administered by the parent based off the bg value. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. At the time of the report the same day, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.